Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During testing, the device was found to have inaccurate pressures, the sensor board was replaced to address the issue. The device had evidence of physical damage consistent with being dropped.